Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: who fired the device and what is his/her experience: the surgeon. Where in the green range was the indicator located prior to firing: yes. Was the device difficult to close: no mention. Was the device difficult to fire: no mention. Did the healthcare professional receive audible & tactile feedback when firing the device: yes. Was the force to fire higher or lower than expected: no mention. Did the healthcare professional close the device, wait 15 seconds and retighten before firing: tightened to bottom/ tightest range. Waited. Loosened to closest line in range. Fired. Were there any issues noted in staple formation in primary surgery: no. Were there any issues noted in staple formation in the post-op egd: no mention. What is the current patient status: discharged.

Event description:
It was reported that post-operative a laparoscopic roux-en-y procedure there was bleeding around the anastomosis. The doctor went down the patient's throat with a scope and found the bleeding and controlled the bleeding by suturing the staple line. It is unknown if any blood products were needed as a result of the bleeding. The device was discarded.